Event description:
Spontaneous. Patient reported second defective pump. Per patient, she tried locking the pump with the syringe was in it, the pump would not lock and pt reported unable to infuse with pump due to syringe not locking in place. Patient missed a dose due to pump malfunction. Unknown whether patient had an adverse event due to pump malfunction. Pump available for return. No further information. Reported to (B)(6) by: patient/caregiver. Reference report: mw5149817.